Manufacturer narrative:
B5: correction as in the initial report it was stated that the patient had a loss of best corrected visual acuity (bcva). Patient actually had no loss of bcva.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with debris in patient's left eye (os). Flap lift and rinse was performed, creating a central bulla while lifting. Topical steroid dosage was increase. Patient's chief complaint was of blurry vision. It was stated that the patient had a loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020. Right eye pre-op 20/20 -2.75 x -.50 x 85, left eye pre-op 20/20 -2.50 x -.50 x 90. Bcva from (B)(6) 2020. Left eye pre-op 20/40 2.00 x -1.50 x 150. This is report 2 of 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.